Event description:
The patient developed a granuloma. The catheter was occluded and was replaced. The pump was replaced due to battery depletion. It was unknown what drug was being delivered via the pump system. There was no patient injury associated with the event. The patient recovered without sequela from the surgery. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). The pump and catheter were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.